Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7184730, expiration date: 06/30/2018, manufacture date: 07/03/2017. Medical device lot #: 7208888, expiration date: 07/31/2018, manufacture date: 07/27/2017. Medical device lot #: 7208890, expiration date: 07/31/2018, manufacture date: 07/27/2017. Initial reporter phone#: (B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel airbubbles with the incident lot was observed. Additionally, evaluation of the customer samples was performed and gel airbubbles was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel airbubbles with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and gel airbubbles was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained air bubbles in gel. No serious injury or medical intervention.